Event description:
It was reported that the neurostimulator (ins) was caused the patient sciatic nerve pain, starting in (B)(6) 2011, because, the leads and ins were placed in the wrong area. The patient stated, she now had severe nerve damage and sciatic problems. It was also reported that the patient never had therapeutic effect, and the implant caused the patient to experience severe diarrhea. The device was turned off three months after implant. The patient was scheduled to have the system removed on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).